Manufacturer narrative:
The pod was received with the cannula deployed and formed needle retracted. After investigation of the needle mechanism, no issues were found that would result in a need mechanism failure. The device ran for 3164 pulses and was deactivated by the user. Inspection of the soft cannula did not find it bent, kinked, or damaged. The soft cannula measured the correct full length according to specification and did not appear damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, cannula was found bent or if the cannula was possibly not inserted correctly into the infusion site or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 255 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window and unsure if the cannula was properly inserted. Upon removal, the cannula was found bent. No treatment was provided.